Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and found the pcba photometry control was defective. The fse replaced the pcba photometry control to resolve the issue. The fse performed calibration and control, which all passed. The fse verified the analyzer resumed normal operation. Section a2, a4, and a5: information not provided by customer. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining high patient results for glucose (glu), blood urea nitrogen (bun) and carbon dioxide (co2) on their au5800 clinical chemistry analyzer. The sample was repeated with lower results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer verbally provided only the glu results for this patient.